Event description:
Reported event: reports from the or that the clips come unlocked during testing. No patient has been involved.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use informs the user, "user must firmly close applier to ensure clip is fully closed." The IFU also states, "position the clip around the structure to be ligated in a manner which provides clear visualization of the locking mechanism. Apply sufficient force to the applier handles so the jaws close and the clip locks shut." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: reports from the or that the clips come unlocked during testing. No patient has been involved.